Manufacturer narrative:
(B)(4). Foreign - (B)(6). No product was returned or no photographs were provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. No medical records were provided. X-ray review by third party health care professional states that there is an intraosseous metallic foreign body consistent with a drill bit remnant at the posterior aspect of the distal femur. There is no fracture or other abnormality. Bone density is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Postoperatively, the surgeon confirmed via x-rays that the that broken drill remains in the patient's femoral bone. He evaluated that the broken drill would not move into the patient's joint. Therefore, there is no plan to remove the broken drill.